Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer also indicated that she had high and low blood glucose and went to the emergency room for high blood glucose of 551 mg/dl and a low of 47 mg/dl. Customer also indicated that her blood glucose went as high as 600 mg/dl, but that she was off the pump at the time. Customer does not recall any significant events leading to the errors, but indicated that she had used bent cannulas. Customer declined troubleshooting for high and low blood glucose, no delivery and bent cannulas as she was not at home. Customer asked if troubleshooting could call her back at a later time. No further information was provided.